Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead were suspected to have endured insulation damage approximately six months post implant. The damage was suspected to have been endured due to subclavian crush. Both lead were explanted and replaced. The leads are expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought for local representatives to obtain the model and serial number of the associated lead. This report will be updated once additional information is obtained.